Manufacturer narrative:
Other, other text: one flat filter kit was returned for analysis. Observation of the sample revealed no damage, deformation, or other abnormalities that could lead to the reported event. The catheter was connected to an epifuse connector and water was injected with a syringe. No liquid leakage from the flat filter was observed. There was no fault found with the returned product.

Event description:
Information was received indicating that during pre-use check, the customer noticed that medical fluid was leaking from the epifuse connector of a smiths medical epidural continuous tray. There was no patient injury.